Event description:
The patient was implanted with a left ventricular assist device (lvad). The hospital reported that after approximately 3 months of support on the lvad, the patient received a pump exchange due to suspected pump thrombus.

Manufacturer narrative:
The explanted device was returned to the manufacturer for analysis and the report of suspected thrombus was confirmed. The pump was returned assembled with the percutaneous lead (lead) cut approximately 10" from the pump housing and the severed portion of the lead was returned. The sealed inflow conduit, sealed outflow graft, and outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Both the proximal-side of the inlet stator and the distal-side of the outlet stator revealed no evidence of deposition in the pump. Examination of the body and blades of the rotor revealed denatured, tissue-like depositions on and in between the blades of the rotor. The structure of the depositions suggests that they did not develop on the rotor. Although their origins could not be conclusively determined, the depositions appeared denatured, indicating that they were present while the pump was in operation. The pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to the formation of the thrombus. Examination and electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from the testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing this file on this event.